Event description:
The customer reported multiple no value, ind (indeterminate) patient results involving the access 2 immunoassay system. This report is two of two referencing the event date noted. The no value, ind results were not released from the laboratory. Patient care was not impacted. The customer stated the patients' samples were then analyzed on an alternate access 2 analyzer and numerical results, within the normal reference range, were obtained for each patient. System parameters (including calibrations, quality control, and system checks) were performing within specifications prior to event. Level 1 quality control (qc) recovery was elevated on the day of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the ultrasonics voltage was out of instrument specifications (197 ± 3) as it was performing at 170. The fse adjusted ulstrasonics voltage to be within instrument specifications and replaced the pipettor tip and performed all necessary alignments. The fse then performed system verification testing (calibration, system check, precision testing, and quality control) which was within assay/instrument specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the ultrasonics voltage. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00149.